Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Customer stated that while supporting a patient on rotaflow the pump stopped and displayed "error" "head". The unit had swapped to a different rotaflow console and drive. No known consequences to patient. (B)(4).

Manufacturer narrative:
The rotaflow drive has been sent to em-tec for further investigation. According to service report (B)(4), following works has been done: display head error: communication with rotaflow console interrupted. Error is due to the electronic modules mc1 and mc2. The cause can be either on one or more defective components on the mc1 and mc2, or on a defective rotaflow console on which the rotaflow drive has been connected. In addition, the closing clip is missing (complaint handled in sap #(B)(4)). The cause could be an user error. A technical review has been performed and a quote with "error classification" has been created. Electronical components mc1 and mc2 have been replaced. The defective closing assy has been replaced. Functional test and end test has been performed. The most probable root cause could be one or more defective components on the mc1 and mc2 or connecting a defective rotaflow console with the rotaflow drive. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed

Event description:
(B)(4).